Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient¿s blood glucose (bg) levels reached 432 mg/dl while wearing the pod between 36 and 48 hours on the infusion site (leg). The patient was treated with an intravenous humolog 10u than a new pod was put on and saline drip to try and flush out the system. Patient stated they tested the patient¿s ketones and it was high but does not have the amount. Patient went to the doctor¿s office at 8:30 am, doctor told the patient to go to the hospital and patient drove to the hospital around 10:15 am. Patient¿s heart was racing about 110, said felt like rubber. The doctor wasn't sure if it was the patient¿s bg or a heart issue and he could not do test in his office and that is part of the reason why he told the patient to go to the hospital.